Manufacturer narrative:
MFR report date 07/24/1998. File # 02-98-061. The pump and the administration set were received. Visual and funcitonal testing were performed. Accuracy testing was performed using the retruned administration set and a lab test set. Accuracy ranged from -1.3%, within specification of +/-5%. The MFR was unable to duplicate the reported overinfusion. The pump was routed through servece and retruned to the user facility.

Event description:
It was reported that an overinfusion occurred. The rate was set at 80ml/hr and the volume to be infused was set at 100mls. The pump alarmed air in line in 15 and the bag was empty. There was no resultant pt complication.